Manufacturer narrative:
Tw ID(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
Related to tw (B)(4). The hospital reported that during preparation for a coronary artery bypass procedure during loading phase, hst iii system (3.8mm) seal stayed behind when the delivery device was removed from the loading device. A new device was opened to complete the procedure. There was no procedural delay. There was no patient harm.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 04/23/2024. An investigation was conducted on 04/29/2024. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. The delivery device was returned outside the loading device. The seal and tension spring assembly was observed in the loading device body. The seal and tension spring assembly was removed from the loading device with no physical or visual difficulties observed. There were no cracks or delamination observed on the intact seal. The white plunger on the delivery device was not depressed and the blue safety lock was on, which prevents the white plunger from being depressed. Measurements of the delivery device were taken, the inner diameter was measured at 0.194 inches, the outer diameter was measured at 0.219 inches (rm2036883). The length of the delivery tube was measured at 2.49 inches (mcv00004217). The measurement values recorded for the delivery tube were within the tolerance specifications. Based on the returned condition of the device as well as the evaluation results, the reported failure "fitting problem" was confirmed. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot # 3000368163 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.